Event description:
The initial reporter alleged a discrepant reactive result for a patient sample tested with the anti-hcv g2 elecsys cobas e 100 assay on the cobas 6000 e601 module. The initial test result was 1.23 coi (reactive). A repeat test performed on the same day yielded a result of 1.25 coi (reactive). The sample was tested again the following day, resulting in 1.24 coi (reactive). The sample was subsequently sent to another laboratory, where it was tested on the alinity system and yielded a negative result of 0.08 coi. Two weeks later, the patient was re-drawn, and the new sample was tested twice, yielding results of 1.01 coi (reactive) and 1.02 coi (reactive). Further testing was conducted using the fujirebio inno-lia hcv score, which found the samples to be negative.

Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module (serial number: (B)(6). The investigation determined that the anti-hcv g2 elecsys assay performed within specifications. The customer's positive elecsys patient results were reproduced during internal testing using the same assay and lot. However, the samples were found to be negative when tested with the fujirebio inno-lia hcv score. This discrepancy is consistent with the assay's specificity, where single false-positive results may occur. A general reagent issue was excluded, and no product malfunction was identified.